Manufacturer narrative:
The patient¿s weight was not provided. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, low flow alarms occurred that could not be resolved. The patient was reportedly asymptomatic with no severe signs of cardiac failure when admitted to the hospital. The estimated pump flow reading was 0.0 lpm. A decision was made to explant the pump and implant a short term lvad. Intraoperatively, the surgeon observed that the patient had developed severe pericarditis, resulting in reshaping of the left ventricle. It was reported that due to the shape of the left ventricle and the position of the lvad access site at the apex of the heart, it was determined that the inflow position could not be reused for a device replacement. An unspecified short term left ventricular assist device was placed; however, it was withdrawn after a few days due to unspecified reasons and due to there being no long term lvad solution for the patient. No further information, including the patient status post explant, was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: clarification of the event was provided indicating that the patient had been admitted to the hospital due to low flow alarms and breathlessness. An echocardiogram confirmed no flow at the inflow cannula. A chest x-ray showed pulmonary edema and downward angulation of the inflow cannula as the heart size had reduced. The patient underwent surgery with an initial plan for a pump exchange; however, due to a difficult surgery due to dense adhesions, a pump exchange was not performed. The pump was explanted and the patient was placed on central extracorporeal membrane oxygenation support. The patient subsequently expired due to multisystem organ failure on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported low flow condition down to 0.0 lpm and the associated low flow alarms were confirmed through the evaluation of the submitted log file data as well as the log file data retrieved from the returned lvad. The report of a downward angulation of the inflow cannula was also confirmed via an x-ray image that was provided by the healthcare facility. However, no device-related issues were identified during the evaluation of the returned device. The submitted system controller log files and the lvad log files retrieved from the returned device cumulatively contained data from (B)(6) 2017 and initially showed stable calculated average flow values in the range of about 4.5-5.5 lpm until flow suddenly dropped to 0.0 lpm on (B)(6) 2017 at 3:07 pm. Continuous low flow hazard alarms were captured and the calculated average flow value did not increase above 0.0 lpm for the remainder of the log file duration. The low flow events correlated with a decrease in motor power values. Despite the low flow condition, the log file data appeared to show the pump operating as intended. The actual motor speed remained above the low speed limit for the duration of the log file data while the pump was connected to power. Review of the submitted x-ray image showed that the proximal end of the inflow cannula was oriented at a downward angle as indicated in the reported event. Although a specific cause for the malpositioned inflow cannula could not be determined through this evaluation, the healthcare facility reported that the patient developed severe pericarditis which had reshaped the left ventricle. The malpositioned pump and reported reshaping of the left ventricle could have caused an obstruction of flow through the inflow cannula opening and resulted in the low flow condition which was confirmed via the log file data. The pump was returned assembled with the pump cable severed approximately 3 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned attached to the pump outflow with the outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. Examination of the sealed outflow graft material measuring approximately 7 inches in length revealed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction. Upon disassembly of the returned device, visual examination of the smooth and textured blood-contacting surfaces revealed a small amount of post-explant blood in the inflow cannula, graft attachment, outflow graft, pump cover, and in the eye and one vane of the rotor. The evaluation found no evidence of any adhered or developed depositions or thrombus formations in the device. Examination of the pump rotor and rotor well did not reveal any surface scratches or defects. Visual inspection of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.